Manufacturer narrative:
(B)(4). Batch # 320a24. (B)(4). Additional information was requested, but not available: did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with both gripping surfaces broken making the reload nonfunctionally. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, during assemble of the reload, wing of the reload is broken.